Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for pelvic pain/other and urinary dysfunction/sacral nerve stim. It was reported the patient wanted their device explanted because it did not work, and needed a list of physicians due to health insurance reasons. The patient later reported they had their device implanted in 2007 and was told by the healthcare provider (hcp) they could have it removed at any time. They wanted the device taken out, as it was very bothersome and the battery change was due next year, but wanted it out now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the patient has not found a health care provider (hcp).the reported that it has moved so it protrudes at times and stated there was concern in change of therapy, patient suffered severe foot cramps. The patient started experiencing lack of effect and device being bothersome in (B)(6) 2014 and has no health insurance to resolve the issues. The patient have turned it down due to their painful severe foot cramps but the cramps still occur so bad it deforms their foot and she screamed in pain. The patient stated that since she has to have it so low and still cramping, the treatment was ineffective. It was later reported that indicated that it felt like it shifted, protruding and itching. The patient indicated that the lack of effect and device bothersome first started in (B)(6) 2013. The patient lowered the device and raised it then lowered it again, the foot cramps are so severe regardless of what the patient do to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.